Event description:
An artelon cmc spacer was explanted due to alleged metacarpal joint bulging, inflammatory fluid.

Manufacturer narrative:
Investigation based on lawsuit documents filed against artimplant (B)(4), inc. No information supporting allegations of lawsuit currently available.